Event description:
A customer observed multiple imprecise troponin I qc results on the vitros eci system. No patient results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.